Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete.

Event description:
It was reported that this pacemaker exhibited farfield oversensing. The patient experienced shortness of breath (sob) and fatigue. Given the patient active lifestyle and exercise intolerance, inadequate rate response was considered a contributing factor, and device reprogramming with adjustments to accelerometer parameters were performed. In addition, there was a difficulty measuring thresholds, this was attributed to unreliable raat measurements during atrial flutter, leading to raat being disabled and atrial output set to a fixed value. As a result, the raat test was disabled. No adverse patient effects were reported. This device remains in service.